Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump had a recurring loss of prime issue. A review of the pump's history revealed that the patient had performed a prime step 5 times since 7:35 am that day. She was priming 3-5 units. According to the patient, she encountered several random loss of primes since (B)(6) 2012. The patient claimed that she had changed out the cartridge several times but an hour or so later, another loss of prime would occur. The patent denied that the pump had a cracked case. The pump's battery cap was intact and the cartridge cap was secure. No associated alarms in the pump's history were noted. Her supplies were not expired. The patient claimed that during the time of concern, her blood glucose (bg) levels ranged from "54 mg/dl" to the "300's" mg/dl. On (B)(6) 2012, the patient reportedly felt nauseated. During the times she had elevated bg levels, the patient reportedly felt "really tired and sleepy." The patient denied having abdominal cramps, shortness of breath, or chest pain. The patient also denied having other health conditions. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was having a recurring loss of prime issue and she developed symptoms and erratic bg levels that can be associated with serious injuries. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injuries. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of prime warnings had occurred. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. During investigation the pump did not recognize the cartridge. Testing could not be adequately completed due to inability to load the cartridge. The force sensor was found to be out of calibration, and the force resistance measurement was out of specification. Investigation revealed damage to and contamination on the force sensor assembly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.